Event description:
It was reported that the patient experienced problems with this artificial urinary sphincter (aus) approximately six weeks post surgery, since it would not inflate. A surgical procedure was performed and two holes in the balloon were noted; no clear cause of the anomaly was determined. All components were removed and replaced with a new aus. There were no patient complications reported.